Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer replaced full height pyxi bus card and controller card to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the entire full height cutie drawer not detected on bus, no lights at all on back of drawer causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.